Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported label discrepancy was not confirmed. Based on visual, dimensional and additional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after successfully using a 2.25 x 30 mm rx trek balloon catheter, the chipboard box was being scanned to remove it from inventory that the box scanned as a 2.25 x 8 mm trek instead of a 2.25 x 30 mm trek. A second 2.25 x 30 mm rx trek was pulled from inventory and the chipboard box was scanned. It also scanned as a 2.25 x 8 mm rx trek. There were no adverse patient effects with the first device. There was no patient involvement with the second device. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.